Event description:
The customer reported a "read timeout error". This error was a read image error. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). Phone support was provided. The customer was guided through a check of the network connections, firmware, and pld code versions. The software was upgraded which involved a pld code downgrade. (B)(4).